Event description:
The patient reported experiencing elevated blood glucose of over 500 mg/dl in 2009. His normal blood glucose level is 100 mg/dl. He also reported that the display of the infusion device is damaged. He switched to his backup infusion device and bolused to lower his blood glucose. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.